Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. Calibration and quality control data were reviewed and found to be within acceptable ranges. Pre-analytical conditions, including the use of gel tubes and centrifugation parameters, were confirmed to align with manufacturer recommendations. The investigation was limited due to the unavailability of sufficient sample material for further analysis. Additionally, confirmatory testing by immunoblot, as recommended in the elecsys anti-hcv ii method sheet, was not performed at the customer site. A definitive root cause for the reported false positive result could not be determined. However, as stated in the elecsys anti-hcv ii method sheet, single false positive results may occur due to the assay's specificity. The customer was advised to follow the recommendations outlined in the instructions for use (IFU) for the interpretation of results, including the use of supplemental methods for repeatedly reactive samples.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the anti-hcv g2 elecsys cobas e 100 assay on the cobas e411 disk. On 05-apr-2022, the sample was tested and generated an initial result of 1.41 coi (reactive). A repeat test on the same day produced a result of 1.39 coi (reactive). On 08-apr-2022, the sample was retested and yielded a result of 1.24 coi (reactive). Subsequent testing using chemiluminescent immunoassay (clia) produced a non-reactive result. No confirmatory testing by immunoblot was performed. The sample was identified as originating from a blood donor, and no additional patient history was provided.